Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2016 with the following findings: cgm history shows ¿no antenna¿ warning on (B)(6) 2016. ¿ant¿ warning is defined as pump/transmitter communication interruption. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No ¿ant¿ icon or any eaw occurred during the investigation, unable to duplicate ¿ant¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the cgm module or to the pcb. The battery compartment is cracked below the grip pad. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked casing and dim display. This report is made based on the results of an investigation completed on (B)(6) 2006.